Manufacturer narrative:
Correction: initial use of device should have been selected.

Event description:
It was reported that the physician noted noise on the right ventricular lead consistent with fracture. The dependent patient presented and the lead was successfully explanted and replaced. The patient's condition was stable.